Manufacturer narrative:
The issue was solved and the patient recovered. The pump was explanted, but unfortunately thrown away, so it is not available for return. The device was not removed because of the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp device was inserted via the left femoral vein in a 31-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the registered nurse observed decreasing purge flow from 5.5 ml/h and purge pressure of 584 mmhg in the morning to 2.9 ml/h and purge pressure of 860 mmhg later in the day. There was no increase in motor current, no alarms, and the pump was functioning well. The last partial thromboplastin time (ptt) was 41 seconds, and the heparin dose had already been increased. The case was discussed and recommendations were given, including pointing out risks and what to observe. The team wanted to initiate tpa-purge-lysis, and the protocol was sent via email. Tissue plasminogen activator (tpa) was utilized for high purge pressure to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. The patient survived to explant.